Event description:
Following a coronary procedure, an angio-seal device was used to successfully achieve hemostasis in the patient. Two days following device deployment, the patient experienced vessel occlusion due to a thrombus at the arterial puncture site. A thrombectomy procedure was subsequently performed. The patient was doing well as of 3/25/97, with no sequelae.

Manufacturer narrative:
The removed thrombus was examined following the thrombectomy procedure. The anchor was not determined to be located within the thrombus, indicating that the thrombotic episode was not device related, but rather a clinical event. Please note that this report may be based upon info not yet verified by quinton instrument co. Or sherwood davis & geck to be complete and accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by quinton instrument co. Or sherwood davis & geck that one of its products has caused or contributed to a death or a serious injury, or that one of its products has malfunctioned.